Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that following pre-dilatation, a 3.0x15mm xience prime stent was implanted in the mid left anterior descending coronary artery lesion. Post-dilatation was performed at 14 atmospheres. Following, a proximal edge dissection was noted at the stent. Another stent was implanted as treatment. There was no clinically significant delay. No additional information was provided regarding this issue.